Manufacturer narrative:
Follow-up #1: date of submission 10/16/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a call service alarm was verified in the black box and history. A cartridge not detected alarm had occurred during the investigation prohibiting the completion of failed steps. No other alarms were duplicated during the investigation. The pump was opened and corrosion was observed on the motor flex connector.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a cs 064 call service alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.